Event description:
During a scheduled follow-up, it was reportedly not possible to interrogate the subject ICD. Three different programmers where used but there was no green light on the rf programming head, and no reaction to magnet placement over the ICD. The ICD was implanted on (B)(6) 2014, and apart from two episodes recorded in 2015, no instances of oversensing were observed. Lead parameters have always been within normal range. Battery voltage displayed at last follow-up was 3.0v. Reportedly, the patient is using a device similar to a jackhammer on a regular basis. The ICD was explanted on (B)(6) 2017 and will be returned for analysis

Event description:
During a scheduled follow-up, it was reportedly not possible to interrogate the subject ICD. Three different programmers where used but there was no green light on the rf programming head, and no reaction to magnet placement over the ICD. The ICD was implanted on (B)(6) 2014, and apart from two episodes recorded in 2015, no instances of oversensing were observed. Lead parameters have always been within normal range. Battery voltage displayed at last follow-up was 3.0v. Reportedly, the patient is using a device similar to a jackhammer on a regular basis. The ICD was explanted on (B)(6) 2017 and will be returned for analysis